Manufacturer narrative:
The cashmere will not be returned, therefore the root cause of the coils non-detachment cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact at the facility reported that the cashmere coil (crc140408-30 / c36945) could not be detached. The procedure was a transvenous embolization of the coronary arteriovenous fistula and the feeder artery originated from the left cerebral artery. The patient was an (B)(6) year-old male, whose vessels were mildly tortuous and mildly calcified. A renegade (stryker), an okay (goodman), and enpower dcb / cable (lots unknown) were used for this procedure. It was reported that the microcoil of the complaint cashmere was undetached when the physician pressed the detach button. The dcb and the cable were replaced with new devices, but to no avail. The cashmere was replaced with another cashmere with a different lot number. The procedure was successfully completed without further issues or delay. There were no patient injury / complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. A predeployment electrical check was performed with no electrical failure. No low batter light was seen during the case. No fault light was seen during the case. All lights illuminated when the pressing the power button. The green system ready light illuminated and the detachment light illuminated on the detachment cycle. The audible signal beeped. All connections appeared to fit properly without use of excessive force. No visible damages were noted on the product prior to and after the event. Due to the fact that the patient was a (B)(6) carrier, the complained product has already been disposed. No further information is available.